Manufacturer narrative:
Concomitant medical products: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger; product ID 3998, lot# v003825, implanted: (B)(6) 2006, product type: lead; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
It was reported that a patient¿s 37711 implantable neurostimulator (ins) was removed because it was dead. It was later stated that it was overdischarged due to not being recharged. It was unknown when the patient last felt stimulation because the patient did not report this information.